Event description:
It was reported that after an atrioventricular nodal ablation procedure, low impedance readings were recorded, and a right ventricular (rv) lead warning displayed. Rv lead measurements have been normal since then. There were no interventions; the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086 implantable pacing lead, (B)(6) 2014. (B)(4).